Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A nurse reported via phone call that the insulin pump was not priming correctly. Blood glucose level at the time of the incident was 155 mg/dl. The nurse stated that she received a no reservoir message. During troubleshooting, caller confirmed that there were 40 units of insulin in the reservoir. Nurse was advised that the reservoir would be replaced and agreed to return the product for analysis.